Manufacturer narrative:
As reported by (B)(6), this (B)(6) y/o, 165 cm, (B)(6) (bmi=36), female patient underwent primary total prosthetic replacement using cement of the right knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. On (B)(6) 2011, approximately 20 months post implantation, the patient underwent revision due to tibial osteolysis (¿lysistibia¿) and pain. Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by the (B)(6); there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis. It is found in a review of the labeling and IFU 700-096-004, osteolysis is a known device specific risk, which may require a second surgical intervention or revision. Pain is a known surgical risk. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The surgeon must be fully knowledgeable about all aspects of the surgical technique to use the implants in accordance with the indications and contraindications and be trained according to the proper use of the system instrumentation and implants. It is a known complication that a patient¿s age, weight, or activity level would cause the surgeon to expect early failure of the system. As noted in ¿why are total knee arthroplasties failing today¿has anything changed after 10 years?¿, the top five reasons for total knee arthroplasty revision/surgical intervention account for approximately 85% of the reasons that drive revision/surgical intervention. The failure mechanisms are as follows: 39.9% for loosening; 27.4% for infection; 7.35% for instability; 4.7% for periprosthetic fracture; and 4.5 % for arthrofibrosis. In early revisions (less than two years) infection was found to be the most common failure mechanism and late revisions show aseptic loosening as the most common reason. Sharkey, p. L. (2014, september). Why are total knee arthroplasties failing today¿has anything changed after 10 years?; the journal of arthroplasty, 29. It is known that bone mineral density at a total knee arthroplasty will decrease within several months post implant. Bone loss density can reach about 23% within one year of the post-op period. Values are dependent on the preoperative/post-surgical mechanical alignment, and the assessment method. Loss of the bone density post-op is found to be the result of the surgical procedure, peri-operative inflammation and bone remodeling associated with postoperative alterations to the mechanical load. Gallo, j. G. (2013, september). Osteolysis around total knee arthroplasty: a review of pathogenetic mechanisms.; retrieved from https://www.ncbi.nlm.nih.gov/pmc/articles/pmc4003873/ the most common causes for knee pain after knee replacement surgery are implant loosening, patellofemoral problems, infection, and alignment problems. Approximately 20% of knee revision patients experience a pain issue. Pain comes from multiple factors, (i.e. Biological, surgical and psychosocial) these influence the outcome of pain. The medical team needs to consider pain in the pre/post-operative assessment of knee replacement patients. 3. Wylde, vikki et al. ¿chronic pain after total knee arthroplasty.¿ efort open reviews vol. 3,8 461-470. 16 aug. 2018, doi:10.1302/2058-5241.3.180004. Based on review of all available information, there is no evidence to suggest that the reported event is related to any device design or manufacturing issues. The event reported was likely the result of patient conditions. This patient has a high bmi and is overweight; overweight patients can cause additional biomechanical stressors to natural and replaced joints. There has been no patient medical history/information provided; therefore, the patient risk/clinical factors cannot be assessed. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices concomitant devices: (cn:unk, sn:unk,), pfc« sigma cr non-porous femoral right size 3. (Cn: unk, sn: unk), mbt cemented keel tib tray sz4. (Cn: unk, sn: unk), rotating platform curved tibial insert size 3 10.0mm. (Cn: unk, sn: unk), pfc« sigma oval patella 38mm.

Event description:
As reported by (B)(6), this (B)(6) y/o, 165 cm, (B)(6) (bmi=36), female patient underwent primary total prosthetic replacement using cement of the right knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. On (B)(6) 2011, approximately 20 months post implantation, the patient underwent revision due to tibial osteolysis (¿lysistibia¿) and pain. Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by the (B)(6); there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis. Based on review of all available information, there is no evidence to suggest that the reported event is related to any device design or manufacturing issues. The event reported was likely the result of patient conditions. The patient has a high bmi which indicates that they are overweight, this can increase biomechanical stressors on natural and artificial joints. No additional patient medical history information is provided.